Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the reported shaky image could not be reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a shaky image displayed during reprocessing of an olympus gastrointestinal videoscope. There was no patient involvement.